Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 5 ml of bloody fluid from the needle bellows, spraying the fluid inside the closed cover. The leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. There is an exposure control plan in place at the facility. There was no impact to patient results or treatment. A beckman coulter field service engineer (fse) inspected the instrument and observed the needle bellows not draining on the instrument. The fse found the needle was plugged at the waste port causing the bellows not to drain and to spray fluid inside the cover on the instrument. The fse replaced the needle to resolve the leak and spraying from the needle bellows. The fse also changed the needle bellows drain tubing for preventative maintenance.